Event description:
The pt was in atrial fibrillation and was scheduled for a cardioversion with a zoll defibrillator. The zoll was in sync mode. Artifact resembling pacer spikes was noted when charging the defib, which resulted in improper sensing of the "r" wave. The defib discharged on a "t" wave, causing the pt to go into ventricular fibrillation, requiring defrillation attempt, 120 j, which failed then charging to 200 j which converted the ventricular fibillation to sinus rhythm.